Event description:
Related manufacturer reference number: 1627487-2022-05195, 1627487-2022-05196. It was reported that patient experienced a loss in therapy. X-rays showed that the leads had displaced. Surgical intervention was undertaken wherein the right l4, l5 and s1 leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.